Event description:
Patient states that she was taking a shower and she usually puts her pump in a little basket that is suctioned to the wall. Patient states that the basket was not as secure as she thought and basket with pump fell to the floor. The pump hit the wall and the floor pretty hard and now will not stop beeping. Pump is making one long continuous beep sound. Patient clamped the medication and has now had the medication off for approximately 20-30 minutes. Patient states that the pump is showing the message "sr" on the pump. Unable to correct pump issue over the phone. Will send replacement for pump (B)(4), maintenance due date (B)(6) 2017. Psr to send replacement pump for (B)(6) 2016 am. Patient states that no harm done to IV line. No further questions/concerns at this time. Dates of use: from (B)(6) 2012 to present. Diagnosis or reason for use: pah.